Event description:
It was reported that during a laparoscopic procedure, smoke appeared on the screen. It seemed to be coming from behind the tissue that the device was being used on. Smoke didn't appear on the interface between the blade and the tissue. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present, our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch record review was performed and no anomalies were found during the manufacturing process.